Event description:
As reported, during a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, valve alignment was difficult because of the tortuosity of the aorta. Upon gross alignment, there was an angle at the pusher and the operator advanced into a straighter segment during fine adjustment. When crossing the annulus, the operator initiated inflation and the commander balloon would not inflate, indicating a large leak in the balloon. The stent frame punctured the balloon right after getting across the annulus. All of the contrast came out of the valve and did not fill the balloon and they had to perform a cutdown (repair) on the right groin to get the commander system out. They then sized up to a 16f sheath and were able to complete the case with a second system a beautiful result.

Manufacturer narrative:
Investigation is ongoing. Device not returned .

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and revealed the following: tortuosity and calcifications present within the patients arterial anatomy. Tortuous aortic root and calcifications present within the patients native annulus. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of the lot history revealed no complaints related to the events failure balloon leak, navigate and position catheter to target location valve alignment difficulty or inability unknown and withdraw catheter and valve through vasculature / sheath difficulty or inability to withdraw system with valve through sheath. The following instructions for use and manuals were reviewed; IFU for commander delivery system, device preparation manual, procedural training manual. No IFU/training deficiencies were identified. As the complaints for failure balloon leak, valve alignment difficulty or inability unknown and difficulty or inability to withdraw system with valve through sheath were unable to be confirmed, a complaint history review was not performed. As no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not performed. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for failure balloon leak, valve alignment difficulty or inability unknown and difficulty or inability to withdraw system with valve through sheath were unable to be confirmed because no product was returned, and no imagery was provided. Due to the unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. Additionally, a review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For complaint, valve alignment difficulty or inability unknown. As reported, upon crossing the annulus and upon gross alignment there was an angle at the pusher and the physician advance into a straighter segment during fine adjustment and valve alignment was difficult because of the tortuosity of the aorta. Per 3mensio review, tortuosity was present within the patients arterial anatomy and aortic root. As such, it is possible that valve alignment was performed in a nonstraight section of vasculature which can cause the valve to become unseated (noncoaxial placement of valve in relation to the flex tip) and dive into the flex tip, as reported. Per the training manual, if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the vasculature and relieving compression (or tension) in the system will be necessary. Without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in nonstraight section) may have contributed to the complaint event. For complaint failure balloon leak. As reported, they initiated inflation and the commander balloon would not inflate, all the contrast came out of the valve and did not fill the balloon. Reportedly, the stent frame punctured the balloon right after getting across the annulus. However, as per followup it was clarify that the crimped valve did not show the frame damaged. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a puncture/tear on the inflation balloon or separation of the I/c (inflation to crimp) bond. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, it is possible that excessive manipulation was used when experiencing the reported valve alignment difficulties. Excessive manipulation with the thv can compromise the balloon wall which and resulted in the reported balloon leakage due to puncture. Additionally, per 3mensio review, calcification was present throughout the patients aorta and native aortic leaflets. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the inflation balloon negatively interacted with patient calcified vessels/leaflets and may have become punctured. It is also possible that high forces on the system during valve alignment resulted in crimp balloon tearing prior to thv deployment, as the thv was reported to dive into the lumen of the flex tip where part of the crimped valve slides into the flex tip lumen. If the thv is unseated (noncoaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon causing the balloon to tear. Without applicable procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, high alignment forces) may have contributed to the reported event. For complaint, difficulty or inability to withdraw system with valve through sheath. As reported, they had to do a repair to get it out. They performed a cutdown on the right groin to get the commander system out. Per 3mensio review, tortuosity was present within the patients arterial anatomy. Tortuous patient anatomy could result in noncoaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of suboptimal angles created during retrieval of the delivery system through the sheath. Additionally, it is possible that the noncoaxial withdrawal configuration may have resulted in the crimped valve catching on the sheath tip and causing withdrawal difficulty and subsequent cutdown. Additionally, as the delivery system was withdrawn after valve alignment, the outer diameter of the crimped valve on the inflation balloon is larger than that of the crimped valve on the crimp balloon. Additionally, it is possible the damage balloon inflation altered the balloon profile, contributing to further withdrawal difficulty. A definitive root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and or procedural factors (noncoaxial withdrawal (crimped valve), altered balloon profile) may have contributed to the reported event. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.